Manufacturer narrative:
E1: reporting institution phone (B)(6). E1: reporter phone (B)(6). A philips field service engineer (fse) evaluated the device and confirmed the issue was due to training issue with the masimo sensor. The customer was provided with a solution in the end to change the placement of the sensor to another hand/finger and disconnect the base cable from the sensor and retake the measurement. Analysis was performed and investigation has been completed. The engineer provided information to the customer to resolve the issue. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint on the intellivue x3 indicating spo2 measurement is showing low value. The device was in use on patient at time of event, there was no adverse event reported.